Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a yankauer. The customer reports that the tip for the yankauer was broken off. They are unsure if it was received with the broken tip when removed from the tray or with the broken tip when removed from the tray or if it broke off in the patient. The cavity of the patient was searched and the tip was not found. The customer further reports that it was not a clean break and the tip was noticed to be missing prior to suturing the patient. There was no harm to the patient as a result of this incident and no medical intervention was required; the patient is fine.

Manufacturer narrative:
(B)(4). The device history record (DHR) file was reviewed indicating that product was released accomplishing all quality standard requirements. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. Because samples were not available for evaluation, the issue reported by the customer could not be confirmed. A process walkthrough was performed and the current molding process conditions were evaluated to confirm that there is no such condition to produce defective components, a walk thru the machine was done to see if any abnormal procedures were observed, all procedures are being followed according to procedures, the process parameters were verified and they were found inside the validated process parameters. A brainstorming session was made and the following analysis was performed for the most likely root causes that may induce to a broken yankauer tip. Mold hot runner system could build up degraded resin inside the flow channels of the manifold. Check valve may have some build up degraded resin in its flow channels. Screw and barrel with degraded resin build up after shut down properly made. Process shot down not made properly. After the evaluation was done the root cause cannot be determined. Based on the information available and investigation of the issue, the process walkthrough performed confirms that all manufacturing process controls are being followed; preventive maintenance (pm) program for injection molds is being followed quarterly to service the hot runner system. Standard work instruction are being followed quarterly to service the machine. Setup and shutdown procedure is being followed every time a process shut down is required. A corrective action is not deemed necessary at this time. This is considered an isolated incident. The current process is running according to product specifications meeting quality acceptance criteria. We will keep monitoring the process for any adverse trends that require immediate attention. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.